Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed "compressor fault 3001", "internal comm failure - 1173", "internal comm failure-1471", and "internal comm failure - 1475". Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed in the device logs; however, the device was put through extensive testing including stress testing, compressor calibration, airway pressure calibration, calibration o2 kickstart, exhalation back up and autocal valve and breath performance testing without duplicating the report. An internal inspection of the device found no discrepancies. The smart pneumatic module (spm) and an interconnect ribbon cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.